Event description:
It was reported that the tip of the handle sheath gets burned. Account believes it is a problem with the sheath on the monopolar unit. A replacement was available and no procedural delays, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.